Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connections and coin battery voltage to the generator interface pcb assembly were checked. The power supply connections to the image intensifier were reseated during the service call. Replacement of the ps2 power supply was recommended to the customer. No conclusion can be drawn as repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposure and exhibited a intermittent functionality. No patient serious injury or death was reported related to this event.